Event description:
Patient with heartware left ventricular assist device (lvad) for 4.5 months presents with second occurrence for brain bleed post vad therapy and large cardioembolic cardiovascular event 7 weeks prior. International normalized ratio (inr) was 1.7 at the time of this event. Blood pressure was controlled. Inr was reversed and anticoagulation was stopped. Patient desired to enroll in hospice following this event due to the significant disabilities caused by her neuro events post lvad instillation. She expired soon thereafter.

Event description:
Patient with heartware left ventricular assist device (lvad) for 4.5 months presents with second occurrence for brain bleed post vad therapy and large cardioembolic cardiovascular event 7 weeks prior. International normalized ratio (inr) was 1.7 at the time of this event. Blood pressure was controlled. Inr was reversed and anticoagulation was stopped. Patient desired to enroll in hospice following this event due to the significant disabilities caused by her neuro events post lvad instillation. She expired soon thereafter.